Manufacturer narrative:
Batch review performed on 08 october 2019: lot 187659: (B)(4) items manufactured and released on 13-nov-2018. Expiration date: 2023-10-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta tibial insert fix s3 lm - 9mm with a medacta tibial insert fix s3 lm - 9mm 2 weeks after primary. The surgery was completed successfully.